Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient was having difficulty charging the device and stopped charging from (B)(6) 2019. Manufacturer representatives were unable to connect to external devices and deemed the ipg inoperable. To address this issue patient underwent surgical intervention where the ipg was replaced on (B)(6) 2019. Effective therapy was restored post operatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.